Event description:
It was reported that during carotid stenting procedure, the subject sheath was inserted into the patient¿s anatomy via radial access. The subject sheath went up easily inside the patient¿s anatomy but when it reached brachial artery, the physician was unable to advance or withdraw the subject sheath. It is not sure if the correct size of the subject sheath was chosen for the surgery because an ultrasound measurement of the vessel was not performed. The patient was taken into the operating room for additional surgery where the physician took out the stuck subject sheath along with the patient's artery. The carotid stenting procedure was not completed because of the intervention required. It was reported that the patient was having strokes which was not treated at that time. No further information is available at this point.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'vascular access site complications serious' is a known and anticipated complication to these types of procedures and patient condition, and is listed as such in the device directions for use. Therefore, a cause of anticipated procedural complication was assigned to the reported event. The as reported 'catheter shaft difficulty removing/withdrawing' and 'device difficulty engaging target vessel' will be assigned procedural factors based on the event description as it appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during carotid stenting procedure, the subject sheath was inserted into the patient¿s anatomy via radial access. The subject sheath went up easily inside the patient¿s anatomy but when it reached brachial artery, the physician was unable to advance or withdraw the subject sheath. It is not sure if the correct size of the subject sheath was chosen for the surgery because an ultrasound measurement of the vessel was not performed. The patient was taken into the operating room for additional surgery where the physician took out the stuck subject sheath along with the patient's artery. The carotid stenting procedure was not completed because of the intervention required. It was reported that the patient was having strokes which was not treated at that time. No further information is available at this point.